Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined, clinical factors that may have contributed include the patient's therapeutic use of anticoagulant therapy. There are pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by a clinical database that a patient developed upper gastro-intestinal bleeding and was re-admitted to hospital. At the time of the event, the patient's medications included aspirin and warfarin. The patient was treated with the transfusion of four units of packed cells and adjustment of his anticoagulant medications. The patient was discharged four days after the onset of the event on (B)(6) 2016. The primary investigator reported that the event was unrelated to the hvad device.